Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen, problem isolated to motherboard. Unable to verify external flash error alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone and frozen screen. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced external flash error and audio/beep anomaly. The customer's blood glucose value was 132 mg/dl. The customer stated that the pump started to count down to 2 and squealed and froze. The customer stated that they were unable to clear the error as the screen is stuck on the self-test. The product was returned for analysis.